Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the customer reports that the skin stapler is not suitable for surgeons because it does not snap into place correctly and once on the skin, the staples do not bring the edges together satisfactorily." Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report. Three devices involved. Associated mdrs: 3003898360-2026-00098 and 3003898360-2026-00099.